Manufacturer narrative:
A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The abbott ambassador discussed fa07mar2019 product correction letter with customer. The results for 4 samples on (B)(6) 2019 were (B)(6) for alinity I syphilis, and (B)(6) for alinity I anti-hcv. Currently there is no repeat testing provided. There was no reported impact to patient management.